Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use vacuum is less effective and 10 tubes are under filling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) stated that when using the lithium heparin and edta tubes they notice the vacuum does not work as expected. They end up with less blood sample because the vacuum is less effective. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: spoke with the phlebotomist, and she stated that with the lot #s provided for the edta and pst tubes, she had approximately 2-3 in the last month edta tubes that filled 1/4 or not at all, and 10 pst tubes that were underfilled. Her practice was to remove the tube and insert another, which would draw the proper amount. She used a 21 g straight needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use vacuum is less effective and 10 tubes are under filling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) stated that when using the lithium heparin and edta tubes they notice the vacuum does not work as expected. They end up with less blood sample because the vacuum is less effective. Additionally, on 2020-05-13 the bd sales consultant provided the following additional information: spoke with the phlebotomist, and she stated that with the lot #s provided for the edta and pst tubes, she had approximately 2-3 in the last month edta tubes that filled 1/4 or not at all, and 10 pst tubes that were underfilled. Her practice was to remove the tube and insert another, which would draw the proper amount. She used a 21 g straight needle.